Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a solent proxi thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure in the left arm. However, this catheter would not prime. An error message to prime the catheter displayed and it stopped at 12 seconds. So, this device was not used inside the patient. Another angiojet® solent¿ proxi catheter was selected and this catheter was able to prime after three attempts. However, after 20 seconds of aspiration, the device stopped and an error message to prime the catheter displayed. The device would not work any further. It was noted that there was no physical issue such as a leak, kink, or break observed with either device. The procedure was not completed and there was no change in the patient's condition after the event. There were no patient complications.